Manufacturer narrative:
S/w version = unknown. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged failed batt test, unexpected battery power loss and cosmetic damage located at an undisclosed location on 27-mar-2023. Pump was received with battery failed alarm, although a new aa battery was used to turn on the pump. Unable to perform displacement test, self test, active current measurement and sleep current measurement due to battery failed alarm. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range; however battery failed alarm was noted in the power management graph and verified in pump's downloaded history on (B)(6) 2023 starting at 19:29:31.000. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, motor and force sensor. The following were noted during visual inspection: pillowing keypad overlay. Failed batt test was confirmed due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the keypad overlay. Unable to confirm unexpected battery power loss due to battery failed alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working since the pump was dropped and fell off. The customer received a battery-failed alarm. Troubleshooting was performed and advised the customer to use an aa lithium battery. Advised to check the contacts on the battery cap for corrosion and/or damage and found no contacts were missing, damaged, or corroded. No harm requiring medical intervention was reported. The customer will discontinue using the device and it will be returned for product analysis.